Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025, the patient experienced a skin reaction. According to the patient, they consulted a doctor, and the reaction was treated with a prescription of an oral antibiotic medication. No other details were documented. There was no documentation of medical intervention. Although the patient described scarring, based on the report date and event date the wound was less than three months old and would therefore still be in the healing phase with no indication of permanent scarring yet. No additional patient or event information is available.